Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device's front panel/led keypad was replaced to address an intermittent issue. The component was returned to the manufacturer's product investigation laboratory for further investigation. The root cause of the keypad issue was found to be a faulty dome switch.